Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from the (B)(6) of peritonitis in a patient coincident with extraneal and physioneal therapies for renal failure via automated peritoneal dialysis (apd). On an unreported date, extraneal was temporarily withdrawn while physioneal therapy continued via continuous ambulatory peritoneal dialysis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic. At the time of this report, the patient remained hospitalized with remedial treatment ongoing. At the time of this report the patient had not recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.